Event description:
It was reported viafield service technician " the unit failed the patient side leak test". No additional information is available around this event from the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 augmentation valve. The sample was returned in a brown cardboard box and was in a plastic bag. Visual inspection of the augmentation valve was per-formed and no abnormality was noted. The augmentation valve was installed into a known good ac3 and functional testing was performed. The pump started up successfully. Pumping was initi-ated. The balloon volumes were checked and within specifications. The plateau pressure of the balloon pressure waveform was at the expected value of approximately 148 mmhg. The pump was left to run for over 30 minutes and no alarms or errors occurred. The valve was connected to a 12v dc power supply to check proper function. The valve responded properly to the 12v sup-plied with an audible click, indicating proper valve function with no stuck valve. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss alarms" was confirmed by the field service agent; however, the returned augmentation valve passed functional testing during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported viafield service technician " the unit failed the patient side leak test". No additional informaiton is available around this event from the customer.